Manufacturer narrative:
(B)(4). Date of event estimated based on the earliest published date. Implant date has been estimated as (B)(6) 2012 based on the earliest enrollment noted within the presentation documents. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event was noted during review of the presentation documents. It was reported through the presentation documents identifying abbott's xience v stent that may be related to thrombosis, myocardial infarction, revascularization and rehospitalization. Details are in the attached presentation.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure.